Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18623. It was reported that the patient was not getting adequate therapy due to lead fracture and migration. Patient reported having a significant fall about 3 months ago, a fractured lead after the incident, and loss of therapy as a result. X-ray confirmed lead migration. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.